Event description:
It was reported that one day post implant this right ventricular (rv) lead exhibited high capture threshold and low pace impedance, measuring at 245 ohms. Subsequently, this rv lead was explanted and replaced with a competitor lead and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that one day post implant this right ventricular (rv) lead exhibited high capture threshold and low pace impedance, measuring at 245 ohms. Subsequently, this rv lead was explanted and replaced with a competitor lead and no additional adverse patient effects were reported.